Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The pt was taken to the hosp following the event and continues to wear the lifevest. Device eval was accomplished through review of the pt's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device MFR date: monitor sn (B)(4) - 04/01/2014 (reuse) electrode belt sn (B)(4) - 08/01/2014 (initial use). Add'l inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4).

Event description:
A us distributor contacted zoll to report that a pt experienced two inappropriate defibrillation shocks. Multiple counting of tall t-waves contributed to the false detections. The ot was asleep at home at the time of the event. The pt's caregiver and husband were with the pt at the time of the event. The response buttons were only pushed after the second treatment was delivered. The pt was taken to the hosp following the event and continues to wear the lifevest.